Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels for about 4 to 5 weeks. The customer stated that the issue had been occurring since he noticed air bubbles in the reservoir. The blood glucose reading was 275 mg/dl. He complained of headaches, nervousness and not feeling well. He treated with a bolus. Upon troubleshooting, the insulin pump passed the high pressure test and was working as designed. The infusion set cannula was not bent. He was advised to monitor his blood glucose levels and to call back if the issue persisted. Nothing further reported.